Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading multiple cartridges with insulin. Customer used another cartridge and syringe. Loading process was complete. There was no reported impact to customer's blood glucose.